Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon noticed an unusual sound when firing the second or third clip. Surgeon also commented the firing felt weird in his hand. The result was a scissor malformed clip. It is unsure if it was an artery or a duct. The case was completed using same like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed one conforming clip. In order to confirm the clip was within manufacturing specifications, the clip was evaluated using a tool that is designed to determine proper formation. Upon testing, the anti-backup and lockout features were found to be non-functional. In addition, no difficulties to fire were noted and no noise issues were heard during the analysis. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, causing the anti-backup and lockout failures. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when the device felt weird in surgeon's hand when firing, was resistance felt when firing (like device difficult to fire, but still fired)? Surgeon reported what felt like increased force to fire and believes he remembers a different clicking sound.